Manufacturer narrative:
(B)(4).

Event description:
It is reported that this event occurred on a (B)(6) male weighing (B)(6). During an ablation procedure, the proximal end of the obturator separated from the obturator body during the removal of the sheath's inner dilator. At the end of the procedure, interventional radiology tried twice by snare and "boxcar". The 3 rd attempt was done during a 9 fr sheath wire with a modified dilator which was advanced and used to try to capture the posterior aspect while applying retrograde force with snare. Although the sheath could not capture the back end, it was enough of a "boxcar" to successfully retrieve the detached dilator. It was reported there was no delay in treatment, no reported patient injuries, complications or death.